Event description:
The service report shows that there was no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified that there was no audible alarm. The npb cse inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.